Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively ( veterinary case) several weeks after skin suture, wound infection with skin blister appeared. In some cases suture was still inside the wound. Wound material could be scraped.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the devices. The visual inspection of the returned products noted thirty four sealed products. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The retainers were inspected with no abnormalities. Pmv is not able to perform functional testing on the returned sealed products with regard to the reported condition, therefore functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.